Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy) or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (poor imaging, entangled during positioning). The reported tissue injury is a cascading event of the difficult removal from anatomy. A cause for the reported poor imaging could not be conclusively determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4+ and enlarged atrium. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was then inserted and advanced to the right atrium (ra). However, difficulties visualizing the clip occurred, and while in the ra, the clip became caught in chiari network. Troubleshooting was performed to remove the clip from the chiari network, and the clip was able to become free. The clip was then removed from the patient. However, while outside the patient, it was observed that some chiari network tissue remained attached to the clip. A decision was made to discontinue the procedure. No additional clips were implanted, and the tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.